Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was partially disassembled from the plunger. A device history was performed and found no non-conformances related to the reported issue during production of batch 1904214. Although we could not identify a direct issue, this instance was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system has been installed to detect for missing or improperly assembled stoppers, the reported lot manufactured prior to the this implantation. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: although no issues were observed during manufacturing process, we can confirm that the root cause of stopper disassembled is related with a misalignment of plunger-stopper in the assembly station. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. In assembly station of this manufacturing line there is a vision system which detect stopper bad assembled or missing stopper and reject automatically to scrap syringes with these defects. Root cause description: misalignment of plunger-stopper in the assembly station. Rationale: corrective action has been performed in this vision system on july 4th 2019 to increase detectability. (This lot has been manufactured in april 2019, so improvement action has been made after this lot was manufactured).

Event description:
It was reported that prior to use the stopper was discovered to be deformed with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: we¿ve found a 50ml luer lok syringe (300865) with a deformed plunger bung.